Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse technician reported that the system presented an aspiration problem after the last surgical procedure while cleaning and shutting down equipment. There was no patient involvement.

Manufacturer narrative:
The system was examined. The company representative confirmed that a system message (sm) was seen. It is unknown if the sm was replicated or observed in the event log. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 12, 2016. Based on qa assessment, the product met specifications at the time of release. However, how or why sm occurred remains inconclusive. Therefore, the root cause of the reported event could not be determined. Therefore, no further actions will be pursued at this time. (B)(4).